Event description:
It was reported that information was received during a medical conference that during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), ventricular fibrillation (vf) was successfully induced and treated with a 65 joule shock. The patient was transferred to a rehabilitation facility post implant. During transfer, the patient experienced a ventricular fibrillation (vf) event that was not successfully converted with shock therapy. Post resuscitation encephalopathy was noted and associated with myoclonic seizure, which, had been treated with medication, however, could not be completely prevented. Additionally, electromyogram contamination was noted where a myoclonic attack was noted to have occurred at the same time. Programming changes were made to the primary sensing vector; however, this did not resolve the electromyogram contamination. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.